Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR report #1061857-2007-00248. There was no pt injury/impact associated with this event. Pt records provided indicate at 2.25 mos post-op this pt was overcorrected by +.75 diopter in the right eye. Bcva for the right eye was 20/20 pre-op and 20/20 at 2.25 mos post-op. Ucva pre-op was not provided, but was 20/25 at 2.25 mos post-op. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.